Manufacturer narrative:
Other text: additional information: no patient injury. Information added to section b5. Device evaluation: the device was returned for evaluation. The device was given testing and this showed the device gave an error code 45639 after power on. The reported issue was confirmed. This type of error indicates a problem with the microprocessor board.

Event description:
Additional information: no patient injury.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error 45639. No adverse effects were reported.